Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: the stent was the 4th to be deployed, but this stent got caught on the 1st stent that was deployed. The tip of the 4th stent was crimped and it would not pass through. Additional questions: can you explain what the physician did once the complaint stent would not pass through? Dr. (B)(6) took the stent out and tried post dilating the two stents he had just deployed. Then tried putting in the stent again and it did not pass. He tried rotating while going through and again would not pass. When they took it out, he noticed the tip of the dilated was flat. Details of the wire guide used (name, diameter, hydrophilic)? Guidewire advantage.018 was used initially for the two previous stents with no issues. He ended up using an .035 balloon to predilate and swapped the wire to an .035 benston plus for the second attempt. What approach was used to access the target site? Contralateral, ipsilateral, antegrade, retrograde, other (please specify for other; if contralateral, was the bifurcation angle steep? N/a, yes, no. The delivery of all the stents and balloons were from a retrograde pedal access approach. What was the target location for the stent? The first stent deployed was the distal sfa/ akpop (p1-p2). The second stent was the mid sfa. The complaint device was supposed to go to the proximal sfa and was getting caught on the first stent and ended up pushing it up about a centimeter. A third stent (competitor) was then passed through the problem area up to the proximal sfa. The bottom stent was left alone because the flow looked normal. Was the wire guide removed from the patient prior to advancing the delivery system? N/a, yes, no. No, the wire was passed the lesion up to the external iliac artery. Did the stent delivery system cross the target location? N/a, yes, no, no. Was the patient's anatomy difficult or altered? Previous bypass, tortuous, calcified, altered, other (if other, please specify), no. Was resistance encountered when advancing the wire guide? N/a, yes, no, no. Was resistance encountered when advancing the delivery system to the target location? N/a, yes, no, yes. Was resistance encountered when deploying the stent? N/a, yes, no, na. Thumbwheel only - was the distal end of the stability sheath inside the access sheath? N/a, yes, no, yes. Thumbwheel only - was the retraction sheet being held during deployment. N/a, yes, no, na. Did the thumbwheel spin freely or rotate without stent release or without retracting the stent retraction sheath? N/a, yes, no, na. Was the delivery system kinked or twisted during advancement or deployment? N/a, yes, no, no. Please advise if and when any damage was observed on the wireguide: n/a, yes, no, no. Prior to use, during use, post procedure tech claims she noticed the tip was not smooth prior to initial use but did t say anything. Delivery system n/a, yes, no, yes. Prior to use, during use, post procedure: yes prior to use. If yes, please specify (e.g., kinked or twisted) tip was not smooth observed by the tech. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? N/a, yes, no (please specify if yes), no.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-dec-2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot: c2125689 of zisv6-35-125-6-60-ptx was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 03 november 2025. Observations from the lab evaluation were as follows: red safety button return not pressed (pre-deployed position). Distal white tip observed to be damaged. Delivery sheath examined and slight crinkling observed on outer sheath between 31cms to 32cms from white distal tip. Devices flushes with no issue. Evidence of biological matter observed after flushing. 0.035 inch wire guide passes through device with no issue. Red safety button pressed. Thumbwheel unable to be rotated. Stent unable to deployed. The reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the ¿multiple stent placement¿ section of the instructions for use (ifu0118), which accompanies this device instructs the user "the distal area of narrowing should be stented first, followed by the proximal locations (i.e., a second stent should be placed proximally to the previously placed stent". There is evidence to suggest that the customer did not follow the instructions for use in relation to the sequence that the stents were deployed. As per clinical input the user should have deployed the 3rd stent first ¿ being the furthest from the pedal access ¿ followed by 2nd stent and finally deployed 1st stent. However, the procedure was performed in the opposite sequence to the instructions in the IFU, which led to this complaint the¿ warnings¿ section of the instructions for use (ifu0118), which accompanies this device instructs the user "inspect the product to ensure no damage has occurred¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to using the device after damage was noted as it was confirmed in one of the answers to the additional questions that the tip of the device was observed to be not smooth prior to initial use by the technician but said nothing. This damage was also observed in the lab evaluation. As per section 6.6.3 of d00348426 rev008 this event will be documented in the pms log. Clarification was also requested in relation to the pedal access approach that was used and this was confirmed to be not abnormal use/off label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to use error. As per clinical input the user should have deployed the 3rd stent first ¿ being the furthest from the pedal access ¿ followed by 2nd stent and finally deployed 1st stent. However, the procedure was performed in the opposite sequence to the instructions in the IFU, which led to this complaint. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: product manager notified to consider re-training at the facility. Complaints of this nature will continue to be monitored for similar events.